Manufacturer narrative:
Insulin pump received motor error alarm during rewind due to encoder out of phase. Insulin pump was unable to perform displacement test due to constant motor error alarm. Insulin pump was unable to perform operating currents due to constant motor error alarm and to verify battery out limit alarm due to motor error alarm. No cosmetic damage noted.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed motor error. The blood glucose reading was 320 mg/dl. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump. The customer's mother also noted that the insulin pump alarmed battery out limit; no troubleshooting was performed because the device would be returned. Nothing further reported.